Event description:
Customer reported that the insulin pump alarmed no delivery alarm during normal used. Nothing further was reported.

Manufacturer narrative:
The insulin pump failed the displacement test. Unit did not alarm at the correct amount of units left on the status screen due to out of phase motor encoder signal.